Event description:
Reporter indicated that a vns therapy patient died due to a seizure. The full extent of the relationship between the death and the vns therapy is unknown at this time. Good faith attempts for information are currently being made.